Manufacturer narrative:
Continuation of d10: product ID 8780 , serial# (B)(6), implanted: (B)(6) 2014, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-sep-2014, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving baclofen 1100.9 mcg/day 2000 mcg/ml via an implantable pump. It was reported that the patient was having routine pump replacement. There were no clinical problems. It was less than 5 months to the early replacement indicator (eri). The surgeon accidentally damaged catheter while opening the pocket to remove the pump. Action/intervention: the surgeon tied off damaged catheter and replaced with a new full catheter system. Outcome: the issue was resolved. The physician has no further information for medtronic. The patient was alive and no injury.